Event description:
Customer reported to beckman coulter inc that a leak involving the coulter lh 780 hematology analyzer was noticed following troubleshooting for h&h (hemoglobin and hematocrit) flags and cellular interference flags. The leak was noticed at the back of the unit. The leak was contained to the instrument. There were no injuries or exposures to any laboratory personnel. No erroneous results were generated. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and inspected the system. The fse found a hole in tubing through pinch valve vl3 (for cbc lyse pump). He replaced tubing through pinch valve vl3 to resolve the leak and instrument flags. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. (B)(4).